Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not clinical use, when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Analysis of the system log file showed that there was malfunction with the flexvision pc. During troubleshooting, the fse found that the hard drive was not being read. The fse replaced the flexvision pc, hard drive and reloaded software to a new hard drive in the subsequent case. After after replacement of the flexvision pc and hard drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not startup, stalling at 00:00. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.